Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up attempts were made for additional information. The file indicated that the company (1.50 cyl.) 23.0 diopter (1.5 extended depth of focus) lens was explanted. The replacement lens information was not provided. The customer provided response indicated that after the explant, the patient¿s symptoms have disappeared. This information would indicate that the replacement lens was an improved selection for the patient's vision needs. If additional information or the sample becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that the toric vivity company (1.50), 23.0 diopter lens was exchanged for a non-toric vivity company, 23.0 diopter lens. An intraocular lens (iol) exchange with a change in the toric power may suggest that the replacement lens model was an improved choice for the patient's vision needs. The reporting facility has not provided the initial lens information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was requested and received. The patient's symptoms disappeared after explanation in secondary procedure. The patient had a history of cataract. A company lens of different model but same diopter was used as replacement lens in a secondary procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. The patient's symptoms disappeared after explanation in secondary procedure. The patient had a history of cataract. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after intraocular lens (iol) implantation, the patient was very uncomfortable with it. The patient was not able to adapt. The lens was removed in a secondary procedure. Additional information was requested, but no further information is available.